Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a patient (con) regarding a patient receiving intrathecal fentanyl via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the patient's pump was filled on saturday with an active low reservoir alarm. The hcp stated that the patient reported hearing the alarm and she saw him yesterday but there was no indication that the pump was alarming. Technical services reviewed that the alarm must be silenced from the home screen. The agent walked the hcp through silencing the alarm and confirming that there was no active alarm on the home screen after update.